Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The device was not being used on a patient at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device did not power on. The device was not being used on a patient at the time of the event. There was no report of patient or user harm.